Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4). Implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(4). Implanted: (B)(6) 2012 explanted: product type lead product ID 97713 lot# serial# (B)(4). Implanted: (B)(6) 2015 explanted: product type implantable neurostimulator. Coding addresses the explanted ins ((B)(4)) and both leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient stated that their implant was shocking them about 6 months before they put a new one in ((B)(6) 2015). This occurred in 2015. It was reported that the patient could not charge their current implant which was implanted on (B)(6) 2015. It was reported that the device was put in (B)(6) 2015 and the patient was shocked in (B)(6) 2015 after the implant was put in. The patient stated that the shocking was happening because ¿they could not replace the wires.¿ they had last charged and last felt stimulation in (B)(6) 2016. The patient stated that they just found on (B)(6) 2016 that they could not recharge their implant. The patient stated that they had falls in 2016 and had broken ribs but that they had not landed on the stimulator. The patient stated that these falls started happening sometime this year. The patient requested health care professional (hcp) listings.

Manufacturer narrative:
MDR#3004209178-2017-00096 addresses the information regarding the shocking occurring with the replacement ins. With additional information the conclusion code no longer applies to the leads. The conclusion code applies to both leads and the ins.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient had fallen on the ice and landed directly on the unit. The patient had complained about the 1st unit zapping them and so the health care professional (hcp) replaced the unit but not the leads. It was reported that once it was time for a post-operative visit the hcp could not see the patient due to insurance issues. Therefore, the patient had never had a follow-up and continued to be shocked. The patient was still getting zapped with the replaced unit. The shocking had not resolved. The patient turned off the unit due to this. It was reported that the patient wanted to find a new hcp in order to remove both the unit and the wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.